Manufacturer narrative:
One unit was returned for investigation. The returned unit was filled with fluid and pressurized, the connection was confirmed to be leaking. The complaint is confirmed. The root cause is attributed to the manufacturing bonding process, operator error. A DHR review was performed and no exception documents have been noted. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the saline connection line was poorly connected. When purging the injection system, air was identified by the medical staff at the junction of the non-return valve during a contrast injection. A new k09 device was prepared and successfully used to complete the procedure for this patient. No medical intervention/medications deemed necessary. No patient injuries to report.